Manufacturer narrative:
(B)(4). Batch number: p56x33. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the device could not fire. During the endoscopic gastrectomy, could not fire on the 4th firing, without motor sound. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. The battery with abnormal heated. Our customer suspect it was battery issue. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p56x33. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.